Event description:
It was reported that the balloon ruptured requiring an arteriotomy, to remove portions of the balloon. A 6.0 x 150, 135cm mustang balloon was used in a brachiocephalic fistuloplasty procedure for stenosis. The 85% to 90% stenosed lesion was located in the brachiocephalic artery, with moderate tortuosity and mild calcification. During the procedure the balloon was inflated two times, for two minutes. During the second inflation, the balloon ruptured at 20 atm. While removing the balloon, a portion of the balloon remained inside the brachial artery. At some point in the procedure the patient experienced severe pain and a thrombosis. Later, the patient underwent an arteriotomy to remove the balloon material. The patient has fully recovered and is doing better. The balloon will not be returned, as it was disposed of. It was further reported that the mustang balloon catheter did not contribute to the patient's thrombosis or pain, and there were no patient complications reported.

Manufacturer narrative:
B5. Describe event or problem - corrected and updated. H6. Patient codes - corrected from thrombosis and pain to no clinical signs/symptoms h6. Impact codes - corrected and updated from device explanation to surgical intervention.

Event description:
It was reported that the balloon ruptured requiring an arteriotomy, to remove portions of the balloon. A 6.0 x 150, 135cm mustang balloon was used in a brachiocephalic fistuloplasty procedure for stenosis. The 85% to 90% stenosed lesion was located in the brachiocephalic artery, with moderate tortuosity and mild calcification. During the procedure the balloon was inflated two times, for two minutes. During the second inflation, the balloon ruptured at 20 atm. While removing the balloon, a portion of the balloon remained inside the brachial artery. At some point in the procedure the patient experienced severe pain and a thrombosis. Later, the patient underwent an arteriotomy to remove the balloon material. The patient has fully recovered and is doing better. The balloon will not be returned, as it was disposed of.